Manufacturer narrative:
Examination of the soft cannula showed no signs of bending, kinking, or damage. Pod download data indicated that a 0xc2 hazard alarm was triggered, meaning a critical variable on qn failed its check. However, inspection of the pod revealed no damage or deficiencies that could have caused this hazard alarm. The root cause of the 0xc2 hazard alarm could not be identified. It also could not be confirmed whether this alarm contributed to the reported communication issue. No pod-related conditions were found that would lead to communication errors, and the exact cause of the reported communication error could not be conclusively determined.

Manufacturer narrative:
The device has been returned, but the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.7. Hardware: iphone15.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. Upon removal from the infusion site, the pod¿s cannula was found to be bent. It was additionally reported that a pod communication error message occurred notifying the user to remove the pod. No treatment information was provided.